Event description:
It was reported that the patient presented to the emergency room (ER) with ventricular tachycardia (vt). The ER terminated the vt and then the patient was checked with a wireless programmer. When performing a threshold test the programmer displayed a message indicating that the session had ended due to noise. The programmer was re-booted several times before the interrogation was completed. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.